Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pump programmed at wrong rate.

Event description:
It was reported that pump programmed at wrong rate.

Manufacturer narrative:
Disregard file, it is a duplicate to manufacturer report number: 2016493-2019-01121.